Event description:
It was reported to medtronic minimed that the customer experienced critical pump error (open book image) and retainer ring damage. The customer reported no adverse event. The event involved product(s) mmt-1712kl. Troubleshooting was performed. Instructed customer to revert to backup plan per hcp instructions and to place pump in storage mode. The pump will be replaced. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1712kl was requested, and the customer response was that the device will be returned.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information has been received which was not correct in the initial report. The updated information has been provided in below sections with this follow-up report. 1. Section h7 - checked recall box. 2. Section h9 - added clear retainer ring recall number. P-cap locked in place properly during testing, however a partially detached retainer and a broken reservoir tube lip was noted. Upon battery installation, unit alarmed critical pump error (open book image). Unit was successfully downloaded using (thus software). Proceeded with the following testing to assure proper functionality of the unit. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, and displacement test due to critical pump error (open book). The adapt tool was utilized to search for alarms that may have occurred in the past or during complaint calls that might trigger the reason complaint. During download review pump error 63 alarm confirm in (adapt) and history download on 01/12/2026 12:23:11.000, file ID=522 line ID=341, variable info= 0c . Per software engineering log investigation, pump error 63 alarm was due to processor watch dog failure. Proceed by cutting unit open and perform a visual inspection of connectors and electronic assemblies. Per visual inspection, no moisture damage noted. Unit also received with the following cosmetic damages: scratched case, battery tube threads - cracked, partially detached retainer, broken reservoir tube lip, keypad overlay texture damage, and stained keypad overlay. In conclusion, the unit came in with critical pump error alarm triggered by pump error 63. Retainer ring damage was confirmed when partially detached retainer and broken reservoir tube lip were noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.